Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gas loss alarm that had gone off several times. Customer was able to press iab fill and restart the pump to get it going a couple of times but the alarm eventually returned was told by the np to switch out pumps and thought that fixed it. Customer confirmed connections were tight and there was no blood in tubing. Customer did state they saw what appeared to be a "fog" or fluid. Cv surgeon informed them to just keep pressing iab fill and someone would be coming in to address the issue. Customer sent a short video and there was clearly dark red color fluid sloshing inside the far distal end of the extended tubing. Customer was informed to quit pressing iab fill, stop the pump, clamp the tubing and prepare for removal. Customer was asked to save catheter in biohazard bag. The customer was informed to sequester pump and not return to use until evaluated by biomed for fluid egress. There was no harm to the patient reported. This report is for the second iabp. The first iabp is being reported separately, reference our complaint # (B)(4). The iab catheter is also being reported separately, reference our complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) had evaluated the unit but he could not duplicate the gas loss alarms though he could see them in the alarm logs, but could not able to duplicate them. Fse had also further suspected the unit regarding the "suspecting of a blood back" but the fse could not find any evidence of blood back. After that the machine was being evaluated and then completed a full calibration, safety and functionality checks were being completed as per the service manual and passed to the factory specifications. The unit was returned for clinical service upon completion.

Event description:
N/a.